Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) paced inappropriately during use with a patient. The patient experienced ven tricular fibrillation (vf) arrest. Intervention was performed and the patient was placed on another epg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that capture was achieved using dual chamber fixed rate (ddd) settings. It was also further reported that the patient experienced r on t and the epg settings were changed to dual chamber (ddi) mode which failed to resolve the issue.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) paced inappropriately. It was noted that the output connector assembly was broken, the backlight failed due to a connector on the main printed circuit board (pcb), the main pcb capacitor was damaged, the battery drawer sticks, the encoder stem and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.